Manufacturer narrative:
We are in process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported while performing an atrial fibrillation ablation procedure, a brk needle was used to perform transseptal puncture and a reflexion spiral catheter and a cool path catheter were used to map the left atrium. Once the geometry was complete, the doctor then ablated the left atrium with the cool path catheter. Three hours into the case the patient demonstrated atrial flutter. The doctor ablated in the coronary sinus at low watts and the right atrial isthmus which resulted in sinus rhythm. At this time it was noted that the patient's blood pressure had decreased. The physician visualized a moderate pericardial effusion with intracardiac echocardiography. A pericardiocentesis was performed and 700cc of blood was removed from the pericardial space. The patient condition post-procedure is listed as stable.